Event description:
It was reported that pump displayed cartridge change error while caller was loading cartridge, although caller did not observe any visible damage or issues with cartridge or cartridge o-ring. There was no adverse impact to the customer¿s blood glucose level. Issue occurred previous day, and customer successfully loaded new cartridge and resumed insulin delivery, while technical support advised customer to monitor and call back if issue happened again, with no additional information received regarding further outcome.